Manufacturer narrative:
One device was returned for repair with complaint that it was missing battery separators. Investigation found the downstream occlusion (dso) seal was detached. The device was repaired by replacing the dso seal. Performed sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed. No previous repairs were noted in the last 12 months. Review of event log found nothing related to the reported issue.

Event description:
One device was returned for repair with complaint that it was missing battery separators. Analysis of the device found the downstream occlusion (dso) seal was detached. Investigation found the downstream occlusion (dso) seal was detached. This indicates seal integrity was compromised and is a reportable malfunction, which could result in interruption of therapy. There was no patient involvement.